Manufacturer narrative:
D9 - date returned to mfg is 8/14/2025. Received one (1) used list# 011-c3300, microclave® connector; lot# 14080316. One (1) used list# unknown, 3ml syringe; lot# unknown. When disconnected from the syringe, a torn seal was observed. The reported complaint of a leak could be confirmed. The returned sample was observed to have a torn seal which would lead to a leak. The probable cause of the torn seal is from an unintentional needle strike during use. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a clave¿ neutral connector reportedly leaked at the connector, despite all external connections being securely in place. This leakage resulted in a sudden drop in blood sugar level of the patient. Upon further investigation, they discovered that the issue originated from the valve connector itself. Notably, the defect was not immediately visible and only became apparent when the connector was flushed independently, without being attached to the other components. There was no report of any human harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. The investigation is pending.